Event description:
It was reported that review of stored egms, that took place in a 6 minute lapse of time, revealed that the patient had multiple vt and vf episodes. The first couple of episodes are noted as successfully converting the arrhythmias. In further episodes the device starts exhibiting intermittent undersensing which results in the device interpreting the episodes as a return to sinus. This results in no therapy being delivered to treat the arrhythmias. The final episode stored shows a continued vf with undersensing that the device interprets as return to sinus. The episode ends with the patient still in vf. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 51.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.